Event description:
It was reported that a user applied a new dexcom g7 sensor that did not pair with the ilet while the sensor was also paired to a dexcom receiver; the user was instructed to shut down the receiver, toggle bluetooth, and re-enter the pairing code, and was advised that reconnection could take up to 30 minutes. Symptoms included no reported clinical effects. Outcomes included no reported impact to health or hospitalization. Investigation included customer interview and troubleshooting education. Investigation of this case revealed a communication and pairing failure between the cgm and the ilet, likely due to simultaneous pairing with a secondary receiver that interfered with establishing the connection to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user setup in a multi-device pairing environment leading to cgm pairing conflict.